Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a prolonged low glucose episode detected by a dexcom g7 cgm, with a nadir of 43 mg/dl for approximately 1 hour and 30 minutes after dinner and subsequent snacks, did not confirm with a fingerstick, and did not treat the low; user actions and timing suggest an improper or incorrect procedure related to hypoglycemia self-management. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem, with the device component not applicable. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.